Event description:
It was reported that the patient presented to the clinic, the left ventricular lead exhibited a loss of capture. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.